Event description:
It was reported that during capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. No adverse patient consequences were reported.